Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, patient has reported that they cannot wear their aligners because they cause thrush when they wear them. Patient was advised to see their dentist or pcp for evaluation and to stop using bright byte solution. They were also educated on keeping aligner clean by brushing them.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.